Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he slipped and fell on his insulin pump. The screen became damaged; ink bled from within the display and the customer could no longer read the display. The patient's blood glucose at the time of incident was 200 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass. Unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd anomaly. The insulin pump had minor scratched display window.